Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a calcified and severely tortuous right posterior tibial artery. On the first inflation the 4.0mm x 20.0mm x 144cm coyote es mr balloon was inflated to 10atms. The balloon ruptured at 10atms on the second inflation. The procedure was completed with another coyote es mr. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).